Event description:
Home patient (hp) contacted baxter's technical svc ctr (tsc) regarding a system error 2240 (se 2240) message that appeared on the display of hp's homechoice (hc) machine during their apd therapy. Reportedly, one of hp's supply bags became disconnected from the supply line of the hc set for an undetermined reason during therapy. Hp reconnected the supply bag to the supply line of the hc set, cycled the hc machine off/on several times and attempted ot start a new therapy using the same supplies. Hp advanced to the initial drain cycle and received the se 2240 message again. At that time hp contacted tsc, who assisted hp in ending their apd therapy early. Per hp's rn, hp came to the clinic 5 days following the reported se 2240 incident. Hp was hospitalized after presenting with abdominal pain, nausea and vomiting. Initial treatment included ceftazidime 1g ip daily in addition to cefazolin 1g ip daily. After receipt of results of effluent culture and sensitivity, hp's treatment was changed to levoflaxacin po, as directed. Reportedly, hp has recovered from the infection, and was discharged 5 days following their admission.